Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 02/22/2010 that a customer had an issue with a hemodialysis catheter. The customer reports there was a tear or rip on the silicone on the back end of the catheter, where the adapter connects to the silicone tubing. Catheter needed to be removed and replaced.